Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump was working. The device was worn directly on the skin. Customer's blood glucose was 11 mmol/l. The device was exposed to moisture and it was seen on the display. The device stopped working suddenly. The buttons are having no or intermittent response. The buttons weren't pressed for three minutes or longer. The device was not dropped or bumped. The device is returning for analysis.